Manufacturer narrative:
The procedure was successfully completed with this device without complications on (B)(6) 2011. This report is being submitted to notify FDA of a serious adverse event, in the form of a portal vein thrombosis and an occluded hepatic artery which necessitated prolonged hospitalization, that occurred approx two weeks post-procedure and was reported to angiodynamics on (B)(6) 2011. There was no report of device malfunction during the entire procedure. The company is attempting to obtain add'l info on the pt's medical condition. Any new info obtained by angiodynamics will be reported in a f/u medwatch.

Event description:
A male pt of unk age presented for a nanoknife ablation procedure of a large (4-5cm) unresectable pancreatic lesion incasing the superior mesenteric artery (sma) and superior mesenteric vein (smv) on (B)(6) 2011. The physician originally planned to treat with four (4) probes and place them caudo-cranially along the sma and smv. Due to the vasculature and anatomy of the lesion, the physician placed two (2) probes via an anterior approach perpendicular to the sam and smv, between the sma and smv to de-bulk the lesion. The sma and smv were in the treatment area during the procedure. There was no report of a device malfunction during the course of the procedure. On (B)(6) 2011, it was reported by the physician who performed the procedure, that approx two weeks post-procedure, the pt developed a portal vein thrombosis and has an occluded hepatic artery resulting in significant cirrhosis over most of the liver. It was noted that the pt did not present any liver problems pre-ablation. It was reported that the pt has had several treatments of neoadjuvant chemotherapy and cyberknife prior to the nanoknife ablation.